Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood. The customer¿s blood glucose was over 500mg/dl and 514 mg/dl. The customer stated that the infusion set cannula was bent. The troubleshooting was performed for the bent cannula. Troubleshooting was declined for high blood glucose. The product will not be returned for analysis.